Event description:
Explantation of artelon cmc spacer due to low grade smoldering inflammatory reaction with thickening of the capsule after 18 months of implantation.

Manufacturer narrative:
Low grade smoldering inflammatory reaction with thickening of the capsule at the implant site.